Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of hardware low level failures. The customer's blood glucose reading was 3.7 mmol/l. The customer stated that the error recurred after a few self-tests. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. However, the pump alarmed error 63 during the self-test and was confirmed in the pump history due to a cold solder joint on the keypad assembly. The pump was received with keypad overlay texture damage, a cracked select button keypad overlay, minor scratches on the case and minor scratches on the lcd window.